Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. The customer stated they changed out all supplies prior to contacting tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.